Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced low blood glucose while sleeping. Also, on the same day at 8:00pm, the patient visited to the emergency room and duration of hospitalization was 5 hours, at that time blood glucose level was 1.6 mmol/l. For low blood glucose treatment was provided as glucagon since insulin pump system has not been in use within 48 hours of reported low blood glucose event due to critical pump error. No further information available.